Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records received on 15 november 2019 were reviewed to identify patient harms/product issues on 13 december 2019. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported the tibial component was loose and there was no cement attached to the component at the implant to cement interface. He noted a well-fixed femoral component, though it was revised. He noted the femur was significantly notched and was upsized to snug a flexion gap. The surgeon indicated the patella was well-fixed, and it was retained. The surgeon reported no intraoperative complications. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018 (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.